Manufacturer narrative:
Concomitant medical products: 459888 lead, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device experienced a power on reset (por). The diagnostics were cleared and the battery was re-initializing. The device remains in use. No patient complications have been reported as a result of this event.